Manufacturer narrative:
(B)(4). A vyaire field service representative(fsr) evaluated the device onsite and was unable to duplicate the error. The gde (gas delivery engine) was replaced as a precautionary measure. The configurations were reset and fcv (flow controlled ventilation) and exp valve characterizations were ran. Est (extended systems test)/ovp (operational verification procedure) were performed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the fio2(fraction of inspired oxygen) is off from set to monitored and the o2 (oxygen) sensor was failing calibration on the avea ventilator. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Device evaluation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. On inspection exposed wires were found on the o2 (oxygen) cable assembly. The gde (gas delivery engine) was installed on a test station and the unit was cycling abnormally while alarming circuit occlusion. In user mode, the regulator/relay balance setting was out of specification. And the est (extended systems test) continued to fail. The gde (gas delivery engine) was removed to inspect the o2 (oxygen) blender and noticed that the blender flag is loose shifting from its position and causing the est (extended systems test) to fail. The gde (gas delivery engine) will be moved to factory service to have a new o2 (oxygen) blender installed and then have the gde (gas delivery engine) assembly processed.